Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The cause of the difficulty during lead repositioning was determined to be due to an inability to extend the helix which was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. A stiffness test was performed and test results were in specification. The reported events of pericardial effusion and perforation were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, diagnostic imaging was performed and pericardial effusion and a perforation were observed in the apex near the right ventricular lead. The physician suggested the perforation may have been caused by the lead, however this has not been confirmed. There were difficulties attempting to reposition the lead and it was replaced to resolve the event. The patient was in stable condition.